Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lots ur12k12090 or ur13a14012. No deviations were found related to this reported condition during the manufacture of either of these lots. The sample was not returned. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type blood set leaked. The customer used the set to spike an unknown container. As soon as this unit was hung blood started to leak out of the bottom of the white spike where the clear tubing attache[s] to the spike. It is unknown if there was patient involvement; there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.